Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned products identified signs of repeated use and a fracture. Additionally, sem analysis indicates that the fracture was an overload fracture. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: event occurred in (B)(6).

Event description:
It was reported that during impaction of the femoral trial, the impactor pad fractured into two pieces. No impact to the patient. Attempts have been made and no further information has been provided.